Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 47 mg/dl at the time of incident and the current blood glucose of the customer was 90 mg/dl, 157 mg/dl. The customer was treated with peanut butter and banana. The customer declined troubleshooting for low blood glucose. Customer states they took pump off out of 2 days. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was wearing the insulin pump at time that low blood glucose.